Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed. The pt had been infused with tpa for 24 hours prior to the procedure to dissolve a pre-existing clot. A 7 fr. Sheath had been indwelling for 24-36 hours before removal and vasoseal es deployment. The staff stated that no resistance was met upon deployment of the collagen plug. The sheath was removed and pressure was held for three minutes and hemostasis was achieved. The pt later presented with leg discomfort and absent distal or pedal pulse. The pt was seen by a vascular surgeon who proceeded to take the pt to surgery. The surgeon stated that he removed the collagen plug from the artery above the puncture site. No further complications were reported.